Event description:
Device does not move smoothly and seems to stick.

Manufacturer narrative:
It was reported that the gomco clamps "seem to be sticky" and "that the nut that screws onto the base to create hemostasis does not move smoothly and seems to stick". Per the facility this led to a patient having "extra bleeding requiring intervention". No additional information was provided. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.